Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and found to fail verify encoder calibration test. Upon inspection of the roll drivetrain roll magnet delamination was observed. Additional findings of failures for slow gravity balance test for wrist pitch were observed. These issues are related to a gearbox failure and the mtm will have the gimbal replaced to resolve the issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the gearbox and will be resolved by replacing the gimbal assembly on the mtm.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered a repeated recoverable error and universal surgical manipulators (usm) 3 and 4 failed. The caller stated that the stay tried to recover multiple times and power cycle, but the issue returned. The caller stated that they then converted to laparoscopic surgery. The technical support engineer (tse) tried to view logs during the call, but they were not available. The site power cycled the system again and it came up without error. The operating room staff was setting up for the next case. After the call, the tse noted 23008 errors on the right master tool manipulator (mtm). The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure with ports placed. The port incisions were not increased and there were no additional ports placed. The patient tolerated the change to traditional laparoscopic. There was no injury to the patient. Dvstat was contacted prior to aborting/converting the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the hard fault indicating "opto button over saturation." The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.